Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed that infusion was complete although there was 17ml of the therapy remaining. There was no reported injury to the patient.